Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's keypad was unresponsive. The insulin pump alarmed button error. The esc button was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections was filled out incorrectly in the initial complaint. Please see below for the complete device evaluation. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, missing the end cap sticker and scratched reservoir tube window.